Manufacturer narrative:
The four patients have not returned to have their blood redrawn. The numerical values for the (B)(6) confirmatory results could not be provided by the customer since there was a computer issue and the computer was replaced. The customer does not have the printouts either. The patient samples were tested in duplicate, however, the customer was only able to provide the initial (B)(6) results. A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse checked for bleach contamination and replaced valve 66/67. The vacuum was adjusted to 38 and background counts were run. No conclusion can be drawn. The cause for the discordant (B)(6) confirmatory results is unknown. The reagent readypack that was in use was discarded. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."

Event description:
Falsely confirmed (B)(6) results were obtained on samples from thirteen patients with the advia centaur xp (B)(6) confirmatory (conf) assay. The patient samples were repeat (B)(6). All the samples were run on the same reagent readypack. The customer was suspicious of the results since the other (B)(6) results were (B)(6) and the customer rarely has (B)(6) results. Nine samples were repeated on (B)(6) 2016 with a different reagent readypack. The results were (B)(6). The (B)(6) results were reported. Reactive/confirmed results for four patients were released and the doctors were contacted for redraw samples. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.